Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 20.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. This finding can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during a procedure to revise this patient's right ventricular lead, this dextrus atrial lead was found to be shredded apart at the location of the clavicle. The lead was removed from service and replaced without further incident.